Event description:
Alleged the pt sustained peroneal nerve damage to her left leg, has foot drop and is to be fitted with a brace. The facility indicated this was a result of the pt's leg not fitting properly in the calf supports during the delivery. The pt was so small, she could not adequately reach the calf supports.